Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer current blood glucose level is unavailable. The customer had no symptoms. Customer did not need to troubleshoot because they already treated their high blood glucose level with their back up plan insulin pump. Customer states the drive support cap appears normal. Infusion set was last changed on (B)(6) 2017. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer declined to check their settings. Customer ran self-test and the pump has passed. Customer was advised to change the infusion set and to treat per healthcare professional's recommendation. Customer cannot recall the cause of the high blood glucose level. Customer is requesting to have the pump replaced as she does not feel comfortable with it. The product was returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.